Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. The customer high blood glucose level was 560 mg/dl. The customer was treated with intravenous insulin. Customer experienced symptom like nausea, vomiting, abdominal pain and difficulty breathing. Customer was resulted positive in ketones test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that. The devices will not be returned for analysis.